Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. N addition, we confirmed that the bending rubber leak, the bending rubber cut, the insertion flexible tube (ift) crushed, the remote control button cracked, the remote control button leak, the the light guide cable buckled, the lg cable connector fluid damage, the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.